Event description:
Covidien received information that the pt was removed form the ventilator due to an 840 ventilator malfunction. There was no pt harmed or injured as a result of the event. The evaluation of the device has not been completed.

Manufacturer narrative:
(B)(4).